Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found signs of damage on one of the posterior grooves that are designed to slide into the locking feature of the mating tibial tray. Additionally, marks were observed on the surface of the device and the upper locking tab was found bent. The observed damage is consistent with unsuccessful insertion attempts during the procedure. A functional test was unable to be performed since the matting device was not returned for evaluation. However, due to the visual damage observed, the difficulty/inability to assemble mating devices can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation were performed for the finished device DHR 151620505 / d22061087. Parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified. 1) quantity manufactured: (B)(4) parts 2) date of manufacture: 11-jun-2022 3) any anomalies or deviations identified in DHR: no 4) expiry date: 31-may-2027 5) IFU reference: msa0902-00-859. Device history review : a manufacturing record evaluation were performed for the finished device DHR 151620505 / d22061087. Parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The poly would not lock down during final implantation. After examining, it appeared the anterior locking tab was bent forward which prevented it from locking down. Unsure if this was an implantation error or implant issue. Would like an explanation of whether or not this could have been defective.